Event description:
A surgeon reported a shaft of metal retracting out of the plastic handle of the cutter was noted during surgery. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).